Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed and it showed that the allegations of high threshold and dislodgement were not confirmed. Resistances measure normal indicating conductors are intact. Hipot and pressure tests passed indicating internal and external insulation is intact. Setscrew mark was in the correct location on the terminal pin. No anomalies were noted as the led tip appeared normal.

Event description:
It was reported that this left ventricular lead was found out to be dislodged as it exhibited high pacing threshold measurements and phrenic nerve stimulation. The lead was explanted. No additional adverse patient effects were reported.